Event description:
It was reported that, "patient presented with some pain in his right hip and possibility of infection. Cultures were drawn in 2009, and came back negative, but looked suspicious to doctor. Doctor decided to change plastic and head as a precaution."

Manufacturer narrative:
The 32mm +4 lfit v40 head; cat # 6260-9-232; lot # 21399304 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested, and if available, it will be submitted in the supplemental report.